Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain all over body / chronic pain") and paralysis ("paralysis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced paralysis (seriousness criterion medically significant) and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), nausea ("major nausea"), fatigue ("marked fatigue") and muscle disorder ("major muscle problem"). On an unknown date, the patient experienced depression ("depressive syndrome"), histrionic personality disorder ("histrionic personality disorder") and asthenia ("asthenia"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, paralysis, nausea, fatigue, muscle disorder, depression, histrionic personality disorder, insomnia and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, depression, fatigue, histrionic personality disorder, insomnia, muscle disorder, nausea and pain with essure. The reporter considered paralysis to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: case become legal. Events added: astenia, depressive syndrome, histrionic personality disorder, insomnia and paralysis no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1704568) on 03-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain all over body / chronic pain"), paralysis ("paralysis"), mental disorder ("psychiatric disorders with voluntary drug intoxication") and poisoning deliberate ("psychiatric disorders with voluntary drug intoxication") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia in 2015, wrist fracture, tubal ligation, ankle sprain and parity 2. No known allergy. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced paralysis (seriousness criterion medically significant), nausea ("major nausea") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue ("marked fatigue") and muscle disorder ("major muscle problem"). On an unknown date, the patient experienced depression ("depressive syndrome"), histrionic personality disorder ("histrionic personality disorder"), asthenia ("asthenia"), constipation ("constipation"), dry mouth ("dry mouth"), memory impairment ("memory disorder"), anxiety ("anxiety"), mental disorder (seriousness criterion hospitalization) and poisoning deliberate (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2016. The patient was treated with alimemazine, alprazolam, duloxetine, paracetamol, zopiclone and surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, paralysis, nausea, fatigue, muscle disorder, depression, histrionic personality disorder, insomnia, asthenia, constipation, dry mouth, memory impairment, anxiety, mental disorder and poisoning deliberate outcome was unknown. The reporter considered anxiety, asthenia, constipation, depression, dry mouth, fatigue, histrionic personality disorder, insomnia, memory impairment, mental disorder, muscle disorder, nausea, pain, paralysis and poisoning deliberate to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: age treatment drugs and patient's relevant history were added. Onset date for major nausea was updated. New events were added: constipation, dry mouth, memory disorder, anxiety and psychiatric disorders with voluntary drug intoxication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain all over body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), nausea ("major nausea"), fatigue ("marked fatigue") and muscle disorder ("major muscle problem"). The patient was treated with surgery (device removal ). Essure was removed on (B)(6) 2017. At the time of the report, the pain, nausea, fatigue and muscle disorder outcome was unknown. The reporter provided no causality assessment for fatigue, muscle disorder, nausea and pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2017 for the following meddra preferred term: pain - analysis in the global safety database 347 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain all over body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), nausea ("major nausea"), fatigue ("marked fatigue") and muscle disorder ("major muscle problem"). The patient was treated with surgery (device removal ). Essure was removed on (B)(6) 2017. At the time of the report, the pain, nausea, fatigue and muscle disorder outcome was unknown. The reporter provided no causality assessment for fatigue, muscle disorder, nausea and pain with essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and began experiencing pain all over body after 1.5 year. Essure was removed approximately 5 years after insertion. This event is anticipated in the reference safety information for essure. Pain (e.g. Pelvic , abdominal , groin, back) of varying intensity and length of time may occur following essure placement. Individuals with a history of pain are more likely to experience both acute and chronic pain following essure placement. In the present case patient also had muscle problem which could be an alternative explanation for the pain. However, given the nature of the reported event, a contributory role of essure cannot be totally excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected.